Manufacturer narrative:
On march 22nd, 2023, additional information was received stating that the distributor performed a supply change on the pump and was unable to replicate the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 180 mg/dl. No additional information was provided at the time of the report.